Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode could not be performed. A follow-up MDR will be submitted if additional information becomes available. Additionally, isi received the mcs instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified no issue with the instrument. Visual inspection showed no sign of damage and the instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional during functional testing. There was no problem detected. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Per log review the following was confirmed: 8mm monopolar curved scissors instrument (part# 470179-19/k11220214 0402) was used in a prostatectomy radical w/lymphadenectomy procedure on (B)(6) 2022 on system (B)(4). Verification of the accessory product via system logs could not be performed because accessory device product details are not captured in the system log. This complaint is considered a reportable event due to the following conclusion: during a da vinci assisted surgical procedure, customer alleged observing that the mcs tip cover looked and smelled something related to a burn (burnt). In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.

Event description:
It was reported that after a da vinci-assisted prostatectomy radical w/ lymphadenectomy surgical procedure, the customer observed the tip cover accessory (tip cover) on the 8mm monopolar curved scissors (mcs) instrument looked and smelled burnt. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the nurse and additional information was obtained about the complaint: the customer confirmed that nothing out of the ordinary was noticed, the surgeon had no issues with the mcs instrument during the case and no difficulty was noted during the use of the instrument. Procedure confirmed to be completed robotically. The tip cover was properly installed with no orange showing or overlap throughout the case. The neutral grounding pad was on the patient's thigh and showed no signs of problems. There was no arcing and the install tip was used without lube. The person who removed the tip cover noticed a burnt smell. The tip cover was removed and said it looked like it might have melted a little. No collisions were noted, no arcing seen and no injury to the patient. No video or photos are available and the tip cover was thrown away (disposed).